Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2019. Reportedly, the patient's pseudocyst contained necrotic debris. According to the complainant, during the procedure, after deploying the first flange of the stent, the first flange failed to expand. The device was removed from the patient with the stent partially deployed on the delivery system. A second hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.